Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set experienced free flow out the end of the tubing even after the tubing was clamped off. This event occurred during priming of the set. There was no patient involvement. No additional information is available.